Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit had screen freezing and shutdown issue. There was no patient involvement reported.